Event description:
Information was received from a patient and health care provider via company representative with an implantable pump containing dilaudid (hydromorphone) (20mg/ml at 7.995mg/day), bupivacaine (30mg/ml at 11.992mg/day), and clonidine (1000mcg/ml at 399.7mcg/day). It was first reported that the patient had significant pain at the pump site that started about two weeks ago. The troubleshooting steps that were performed was a dye study which determined to be unsuccessful at aspirating the catheter access port (cap) ((B)(6) 2025). A plan was made to revise the device during a scheduled open procedure. On (B)(6) 2025, a revision/exploration procedure took place and the catheter and pump appeared patent in the pocket. The pump was removed and replaced and relocated to a new pocket site medial to the old one. The existing catheter connector was removed and replaced with a segment of 8596sc catheter, and reconnected to pump in new pocket. The dose per day reduced by 50% and the health care provider reported that there was no alleged issue with pump and it was replaced prophylactically.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2004: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 19-aug-2005, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that as of (B)(6) the patient still complained of some pain in the original pocket site but otherwise appeared comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.